Event description:
It was reported when the device was used during a low anterior resection, the staple line was not completely formed. The case was completed using sutures. There was no patient consequence.